Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, an intuitive surgical, inc. (Isi) technical support engineer (tse) was informed that universal surgical manipulator (usm) 4 break was not engaging correctly when the customer used the grab-and-go function. The tse verified that, unlike the other three arms that locked normally, usm 4 failed to lock, continued to move and dropped. The tse then reviewed the system logs and confirmed the presence of error 23008, indicating a grab-and-go engagement issue on usm 4. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported issue was resolved through phone support. It was confirmed that no repair was required as issue was resolved by the customer. The customer power cycled the system. The system was verified and ready to use.